Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly the customer did not have the pump and the transmitter within range of each other. The customer experienced a low blood glucose level of 50 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the pump and the transmitter regained connection after customer repositioned devices.